Event description:
It was reported that during a procedure of the mildly tortuous, concentric, 90% stenosed, proximal left anterior descending artery (lad) the xience prime stent was implanted. It was noted by intravascular ultrasound (ivus) examination that the stent was not fully expanded. Post-dilatation of the stent was performed with a non-abbott balloon dilatation catheter; it was confirmed that the proximal portion of the stent implant was stretched 2 mm proximally from where it was initially deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event; date of implant - estimated. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.